Manufacturer narrative:
The device history review investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer; however, the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: when opening the dermahooks package during surgery, the nurse noticed that the rubber bands were broken. The hooks were not used on the patient. The patient's condition is fine.